Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) showed ¿intermittent atrial undersensing when atrial event occurs in blanking¿. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) displayed showed ¿intermittent atrial undersensing when atrial event occurs in blanking¿. The ipg remains in use. No patient complications have been reported as a result of this event.